Manufacturer narrative:
Nihon kohden instructed the customer to power cycle the org which resolved the issue. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device problem corrected at hospital.

Event description:
The customer reported intermittent signal loss in several rooms.